Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. The batch number was provided with the returned product. The corrected information is provided in this follow up report.

Manufacturer narrative:
The batch number was provided with the returned product. The corrected information is provided in this follow up report.